Event description:
Account alleged the siderail was malfunctioning.

Manufacturer narrative:
Technician found protective plate that covers the latch on the patient's right intermediate siderail was bent not allowing the latch to lock. Technician restraightened the plate, so that now the siderail latches fine. No injury reported.